Manufacturer narrative:
(B)(4). D11 - medical product: catalog #: 046w0an00002, instinct java blocker, lot # e141576; catalog #: 046w0an00002, instinct java blocker, lot # e141576. Reported event was considered confirmed as visual inspection revealed that the plug was worn on both the head and threads. Device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports: 3003853072-2020-00076 and 3003853072-2020-00078.

Event description:
It was reported three instinct java blockers stripped during surgery. The procedure was completed with another blocker. There was no reported patient impact. This is report two of three for this event.